Event description:
It was reported that following treatment for kidney stones, the ureteral stent was to be removed under general anesthesia. However, during the procedure, it was discovered that the proximal end of the stent had knotted and was unable to be removed by normal methods. The following day, the stent was removed in another surgery through percutaneous access (pcnl) and under general anesthesia. Following surgery the patient's condition was normal through the patient experienced some colic due to coagulum passing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.